Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pulling") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (ess205) (batch no. 623457,624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, depression and sleep apnea. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection(vaginal)") with vaginal discharge. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dizziness ("smothering gaging light headed"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("heart burn") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the dizziness, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, fatigue, dyspepsia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: insertion date provided as (B)(6) 2007. She did not claim that essure worsened a previously existing injury/condition. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Outcome of abdominal pain was changed from unknown to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pulling") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (ess205) (batch no. 624303/ 623457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included obesity, depression, sleep apnea, hypertension and vertigo. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection(vaginal)") with vaginal discharge. In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dizziness ("smothering gaging light headed"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspepsia ("heart burn") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the dizziness, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, fatigue, dyspepsia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: insertion date provided as (B)(6) 2007 and (B)(6) 2007. She did not claim that essure worsened a previously existing injury/condition. Current weight 215 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded). Batch number: 623457, expiration date: ene-20009 manufacturing date: feb-2007. Batch number: 624303 expiration date: mar-2009 manufacturing date: apr-2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (ess205) (batch no. 623457,624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, depression and sleep apnea. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dizziness ("smothering gaging light headed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection(vaginal)") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("heart burn"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the dizziness, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dyspareunia, fatigue, dyspepsia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: insertion date provided as (B)(6) 2007 and (B)(6) 2007. She did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6)\. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (left tube occluded) . Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "smothering gaging light headed, abnormal bleeding (general), infection (bladder), infection (urinary tract), infection(vaginal), apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, heart burn, hair loss, abdominal pain, discharge", reporter, lot number, concomitant and historical condition added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.